Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 15 days of data ((B)(6) 2021 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2021 from 23:27:11 to 23:28:38 due to a loss of external power while connected to the mpu. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information (including if the mobile power unit (mpu) will be returned for evaluation, the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the mobile power unit was not reported with the event. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, replace system controller, driveline fault, pump off, low speed, and low flow alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR report #: 2916596-2021-04628, 2916596-2021-04554. It was reported that the patient experienced pump off alarms while connected to the mobile power unit (mpu). The patient also had a replace system controller alarm on (B)(6) 2021 and another replace system controller alarm on (B)(6) 2021 with a driveline fault alarm, and then later with pump off alarms. The patient also reported elevated pump watts as high as 14 with pulsatility index (pi) events. Review of the submitted log file revealed low voltage hazard and no external power alarms on (B)(6) 2021 from 23:27:11 to 23:28:38 due to a loss of external power while connected to the mobile power unit (mpu).